Event description:
It was reported that 3 bd safetyglide¿ needles experienced leakage. The following information was provided by the initial reporter: material no: 305901 batch no: 0351155 leaking with a sub-q needle. When administering chemo, velcade from 3ml syringe and daratumumab from 5ml syringe, leaking was noted where the syringe and needle leur together with the bd safety glide 25g 5/8¿ needles. Customer ¿tested¿ the leak by connecting a 10ml saline syringe and found the leak to be present as well.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-06 h6: investigation summary two safetyglide needle assemblies in fully sealed blister packs from batch 0351155 (p/n 305901) were received and evaluated. No visual defects were observed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10

Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 3 bd safetyglide¿ needles experienced leakage. The following information was provided by the initial reporter: material no: 305901, batch no: 0351155. Leaking with a sub-q needle. When administering chemo, velcade from 3ml syringe and daratumumab from 5ml syringe, leaking was noted where the syringe and needle leur together with the bd safety glide 25g 5/8¿ needles. Customer ¿tested¿ the leak by connecting a 10ml saline syringe and found the leak to be present as well.